Manufacturer narrative:
No motor error alarm or no excessive no delivery alarm during testing. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The motor was tested outside of the insulin pump and passed. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners and missing address/serial label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm. Device alarmed a no delivery alarm during a bolus delivery. Customer's blood glucose was 401 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.